Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.